Event description:
The pt stated that he is "new" to the pump and feels that he needs further pump training and clinical recommendations. He contacted animas for assistance with adjusting his insulin because he has had blood glucose levels going up in the 400-500's mg/dl all day on (B)(6) 2010: he stated that he does not think the pump is working for him and would like adjustments to the pump settings. The pt did not check for ketones and reportedly felt weak and achy. It is unk how the pt was treating his elevated blood glucose levels. The pt's last infusion set site change was on (B)(6) 2010. The pt reported no issues with the site. The animas rep reviewed the pump settings and the pt confirmed the settings were correct. The animas rep noted that there was no indication of a product malfunction of the pump. There was no indication of a malfunction; however, this complaint is being reported because the pt allegedly developed elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.